Manufacturer narrative:
The returned device was evaluated. External visual inspection showed the device had been returned without the battery door. The device was able to obtain readings and error alert conditions with audible and visual status indicators were functioning. One segment was found not to illuminate. Internal inspection showed the missing led segment on the display was due to a defective led segment on the instrument board. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device has some segments missing in the display. No patient impact or consequences were reported.